Event description:
Per sales rep: during surgery, the surgeon inserted the screw into the plate and noticed that it was not possible to remove the screw and the screwdriver blade. Blade did not grip the cross slot of the screw. To complete the surgery the surgeon drilled a hole over the screw.